Event description:
Additional information received indicated the left ventricular (lv) lead was dislodged which led to loss of capture. The dislodgement was discovered via a chest x-ray (cxr). The patient was asymptomatic.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and elective replacement. As received, a complete lead was returned in one piece. The reported event of failure to capture was not confirmed. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that patient¿s he left ventricular (lv) lead exhibited loss of capture. The lv lead was explanted and replaced. The patient's condition was stable throughout.